Event description:
Explanting physician reported rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: laboratory analysis summary the device related to the reported events rupture was received on dec 03, 2024 with lot number 2308850. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flow opening. Observed a missing piece of shell assessed as inconclusive. As per the investigation procedure non penetrating nick and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Explanting physician reported rupture. The device has been explanted. This record relates to the left side.